Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed the patient's right ventricular (rv) lead had noise over-sensing while the patient's right atrial (ra) lead had noise over-sensing and high capture threshold. The physician elected to explant and replace both the rv and ra leads on (B)(6) 2024. The patient was in stable condition throughout.